Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for (B)(6) 2021 for an implant procedure. During the post operation check, it was discovered that the patient's newly implanted right atrial lead had been dislodged. The physician discussed making the lead inactive, but nothing was performed at this time to address the issue. The patient was stable throughout.